Event description:
Reporter indicated that pt underwent vns therapy system explant due to infection. It was reported that the pt underwent I&d procedure 8 months prior to explant because pt had presented to neurosurgeon's office with a portion of their neck incision open and a small portion of one of the lead wires exposed. There was reportedly no sign of infection or cellulitis at that time. During the I&d procedure, the surgeon noted "contamination" of the lead wire but still no sign of infection or cellulitis and no pus present. There was no purulence in the lead wires or in the generator pocker area. Debridement was performed with copious irrigation using antibiotic saline. Approximately 8 months later, the pt had reportedly developed an infection in the neck area. Both the generator and lead (including electrodes) were explanted. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.